Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2023. During the procedure, "the tip of the basket was fractured"; however, the basket tip was not detached. The procedure was completed with another trapezoid rx. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of "tip of the basket was fractured". Block h10 investigation results: one trapezoid rx lithotripter basket was received for analysis, and a visual analysis observed that the tip of the basket was flattened, and the side car rx was pushed back. A dimensional test confirmed that the side car rx was pushed back approximately 1.5 mm, which is out of specification. Additionally, a functional test was performed, and the basket was able to open, however one of the basket wires was detached from the tip. No other problems were noted. The reported event was confirmed. Based on all available information, it is likely that excessive force applied when the device is felt with some resistance may damage some of the components of the device, such as the side car rx push back. The tip was found flattened as if it was crushed. There is a possibility that the device was not correctly placed onto the endoscope making the tip flattened. If the tip receives any damage, the wires inside the tip can also receive damage, perhaps causing the basket wire to detach from the tip. Therefore, based on analysis of the returned device and all available information, the most probable cause for the reported event is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of "tip of the basket was fractured".

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2023. During the procedure, the "tip of the basket was fractured"; however, the basket tip was not detached. The procedure was completed with another trapezoid rx. There were no patient complications reported as a result of this event.